Event description:
Device issue: difficult to position, arterial luminal marking - unachievable. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered during device insertion into the vessel and arterial luminal marking was unachievable. The device was removed and a non-abbott device was used to achieve hemostasis. It was believed that the difficulty encountered was influenced by the calcification in the vessel. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.